Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 8fr angio-seal sts plus device was received for product evaluation. The carrier tube assembly and bypass tube were returned. No poly-foil pouch was returned. Visual inspection revealed that there was no damage or deformation noted on the carrier tube assembly. The bypass tube was completely detached from the main body of the device and the anchor was exposed. The collagen sponge was slightly expanded at the tip of the tube. The deployment sleeve was found in the full forward lock position. No other visual anomalies were noted with the device. For functional testing, the bypass tube was reinserted over the anchor manually to set to on its manufacturing position. No issue was noted during insertion over the anchor. No anomalies were noted with the anchor and the bypass tube. For dimensional testing, the outer diameter of the carrier tube was measured to be 0.102". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. Then, a new 8f hemostasis sheath was obtained to check the insertion difficulty that the user reported. The carrier tube assembly was inserted into the sheath. A click sound was heard and it was snapped together and properly fitted. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was inserted into the insertion sheath, the anchor was exposed. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. There was no health damage to the patient. The procedure before deploying the device was tavi (transcatheter aortic valve implantation). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no other equipment or devices being used with the reported product.